Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the inspection revealed multiple deformations on the tulip threads. These deformations are suggestive of cross threading of the blocker and tulip threads. A blocker was able to be placed into the tulip. This deformation is likely the result of a tightening attempt while the blocker was not properly aligned. Conclusion: the probable root cause is improper alignment of the blocker during implantation.

Event description:
It was reported that; surgeon was unable to final tighten blocker into screw because screw tulip splayed. All other blockers were removed, rod removed and screw removed and replaced with new screw.

Event description:
It was reported that; surgeon was unable to final tighten blocker into screw because screw tulip splayed. All other blockers were removed, rod removed and screw removed and replaced with new screw.